Manufacturer narrative:
Pending evaluation. File associated with 1038671-2018-00271.

Event description:
Revision due to pain and osteolysis.

Event description:
The event was reported from india. No additional information has been provided, this is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00243.

Manufacturer narrative:
After further review of additional information received the following sections a1, b4, b5, b6, b7, d6. 2009 or 2010, g3, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. H3: the complaint products were received for analysis. Osteolysis and pain are not confirmed by engineering evaluation, there is nothing to indicate that the devices were out of specification. Visual evaluation condition/findings conducted at 7x or 10x optical- the scratches on the proximal surface of the tibial tray appear consistent with contacting the tibial insert since the marks follow the same kidney bean shape of the insert. This likely indicates that there was third body debris embedded between the distal aspect of the tibial insert and the proximal aspect of the tibial tray and micromotion between the two parts. The tibial insert shows scratches and pitting consistent with third body wear. Third body wear occurs when a third body, such as a fragment of bone cement, gets trapped between the polyethylene insert and the condyles of the femoral component. The wear pattern as well as the wear along the anterior portion of the ps post indicates that the femoral component articulated with the anterior portion of the tibial insert. This is usually caused by excessive posterior slope or hyperextension of the knee. All other aspects are unremarkable. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving parts from either of these manufacturing lots. Complaint data from 2014 to 2018 involving the reported failure for these families of devices was reviewed. The investigations have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There were no user-related conditions reported that would contribute to the reported issue. The osteolysis reported was likely caused by instability of the knee. Based on the wear pattern, the tibial insert appears anteriorly loaded which indicates excessive posterior slope and/or hyperextension of the knee, which lead to instability. H6: after a review of labeling it is found that osteolysis, fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components; also, excessive wear of the implant components secondary to impingement of components or damage of articular surfaces these conditions are all known device specific risks that may require surgical intervention or revision. Longevity of the implant depends on the weight and activity level of the patient, patient mortality, or need for component replacement secondary to patient weight and activity level. With review of all the available information, there is no allegation against device design, manufacturing or labeling of the devices. The osteolysis reported was likely caused by instability of the knee. Based on the wear pattern, the tibial insert appears anteriorly loaded which indicates excessive posterior slope and/or hyperextension of the knee, which most likely could lead to instability and cause pain; which would be related to the surgical technique. Osteolysis and pain are clinical conditions that can also be attributed to patient underlying conditions; however, no patient risk factors have been provided. This device is used for treatment, not diagnosis.